Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.

Event description:
It was reported that a patient experienced cardiac tamponade. The procedure was cancelled. During an atrial fibrillation ablation with farapulse procedure, a versacross connect for faradrive kit was selected for use. The physician obtained groin access and used versacross connect with faradrive sheath to go transseptal. Intracardiac echocardiography (ice) was used during the transeptal. A unique dual layered septum was noticed prior to crossing the septum. The transeptal was performed and a new space was noticed between the two layers of the septum to which the dilator and sheath had trouble crossing the septum. Both the coronary sinus and ice catheter were used to 'shoehorn' with the faradrive sheath but the attempts were unsuccessful. The physician was able to get across the septum with the sheath alone. The farawave was inserted into the body. Two applications in the left superior pulmonary vein (lspv) were done before noticing the pericardial effusion. The physician elected to pull the catheter and sheath out of the left atrium and gave protamine before performing a pericardiocentesis. The patient was hospitalized and is expected to fully recover. The device is not expected to be returned for analysis (disposed). The patient's pressure dropped when the effusion was noticed but did stabilize when the physicians drained the fluid from the heart. Eventually the transeptal was completed to both layers. No product malfunctions occurred during the procedure. The physician thinks the product interacting with the dual layer septum caused the issue.